Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 15 mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The tissue was present on the probe tip. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard, besides the probe was broken when the probe received a load. Based on the past similar cases, it was known that short circuit error occurs if user activated output in the liquid in the body cavity. The instruction manual of the subject device already warns; a) do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. B) when a body fluid or tissue is present on the grasping section, probe tip or shaft surface during the procedure, immediately withdraw it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. Failure to maintain a clean grasping section may result in the grasping section becoming hard to open or close, and the load imposed on the distal end of the grasping section may cause vibration failure or other issues.

Event description:
During a laparoscopic hepatectomy, the subject device was used. In the middle of use, seal & cut short circuit error occurred. When the nurse tried to clean the tip of the device, the nurse detected that the probe is broken and missing. The user found the probe fragment in the body cavity of the patient. The probe fragment was retrieved. The procedure was completed with another thunderbeat. There was no patient injury reported.